Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the fantail and the overmold on the top and bottom covers. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. Electrical troubleshooting performed revealed a short from a power node to the case ground at the analog chip. The failure of this device is believed to be attributed to a short from a power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. In addition, this device had nitrogen that exceeded the test limit. Based on an assessment of the helium leak test data, it is determined that this device was non-hermetic, and that the root cause of the excessive nitrogen was a leak through the feedthru seals. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly activated and is progressing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain, discomfort, overly loud sounds, and non-auditory sensations with device use after being on a trampoline. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Device testing revealed results within normal limits. The recipient ceased device use. Revision surgery is scheduled.